Manufacturer narrative:
Correction: section b2 - life-threatening was incorrectly selected. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2024-34104. Related manufacturer reference number: 2017865-2024-34105. It was reported that the device system was explanted due to an infection. No further information was provided. The patient was in stable condition.

Manufacturer narrative:
The reported event of infection was not confirmed. The device was returned for analysis. Analysis found no anomalies.